Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesionw as located in a coronary artery. A 3.50x20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the catheter broke into 2 separate pieces. The procedure was ended with no patient complications reported.